Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg had reached end of service. As a result, surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored post-surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.